Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any further irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. The consumer stated they mistakenly used the reagent solution as eyedrops. The patient reported eye irritation, a burning sensation, and redy eyes. The patient flushed their eyes with water and stated the issue was resolved. The cusomter confirmed there was no serious injury as a result of the exposure.